Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1 and 2 was not opening. A field service engineer (fse) identified that drawers 1 and 2 were not opening and determined that the pyxis bus module controller board managing the drawers was faulty. The fse replaced the controller board and removed damaged pockets that had been forced open to access medications, after which the drawers operated normally. The fse coordinated with medbank support for configuration and confirmed that service was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer was unable to open to issue medications. User rebooted aio and cubie but issue remains the same. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.